Event description:
The customer reported an incorrect triglyceride value was resulted on sid (B)(6) on the alinity ci system module without the sample having a triglyceride result generated on the alinity c processing module. This occurred on (B)(6) 2024. A triglyceride result of 161 mg/dl appears on sn# (B)(6) without this result on the alinity c module. The incorrect triglyceride value also resulted in an incorrect calculated ldl generated on a 53-yr old female patient. No impact to patient management was reported.

Manufacturer narrative:
The alnty ci-series sys cnt (list number 03r70-01), serial # (B)(6) was the subject of this investigation. A review of tracking and trending did not identify any similar issues or trends related to the current issue. A review of the device history record was reviewed and did not identify any non-conformance or deviations related to the complaint issue. Labeling was reviewed and adequately addresses the issue under review. A review of the result log revealed that the instrument did generate error code 1061 ¿unable to calculate result, endpoint absorbance reads unstable¿ 3 consecutive times. However, the sample was successfully aspirated with no error on a subsequent attempt and generated a valid triglyceride result of 161 mg/dl. The triglyceride result of 161 mg/dl was used in the final calculation of d-ldl and was reported out. Based on the investigation, the device met performance specifications and performed as intended at the customer site, therefore, no systemic issue or deficiency was identified.

Event description:
The customer reported an incorrect triglyceride value was resulted on sid (B)(6) on the alinity ci system module without the sample having a triglyceride result generated on the alinity c processing module. This occurred on (B)(6) 2024. A triglyceride result of 161 mg/dl appears on sn# (B)(6) without this result on the alinity c module. The incorrect triglyceride value also resulted in an incorrect calculated ldl generated on a 53-yr old female patient. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Section a1 patient identifier complete sid: (B)(6). All available patient information was included. Additional patient details are not available.